Event description:
It was initially reported through clinic notes that the pt had an increase in seizures over the past 2 months and the site suspected the reason behind this, due to end of service generator. Pt underwent a battery replacement surgery and the explanted generator was returned to MFR for analysis. Analysis did not duplicate the end of life generator; however, the parameters of the returned generator were those of an unintended device settings that might have occurred due to a faulted system test. It is likely that the increase in seizures might have been related to these unintended device settings which might have been caused due to faulted system test and no final interrogation was performed to confirm the change in the settings and pt left the office with unintended settings.

Manufacturer narrative:
Analysis of programming history.